Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one x-ray image and one electronic photo were provided for review. The x-ray image shows the catheter being snared for removal. The catheter fractured and the distal segment migrated to the inferior vena cava. The photo shows the port being held for removal from the patient. A small segment of the catheter is noted to remain inside the cath lock. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and seven months post a port placement in the right subclavian vein, the catheter allegedly fractured. It was further reported that catheter tip migrated to the inferior vena cava. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year seven months post a port placement in the right subclavian vein, the catheter allegedly fractured. It was further reported that catheter tip migrated to the inferior vena cava. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one x-ray image and one electronic photo were provided for review. The x-ray image shows the catheter being snared for removal. The catheter fractured and the distal segment migrated to the inferior vena cava. The photo shows the skin is being held open by the physician for removal of port from the patient and blood is seen to be oozing out. The cathlock and a part of the port body was found out of the patient body and the remaining part of the port body remains under the skin (port packet). Therefore, the investigation is confirmed for the material separation and migration issues. The investigation is inconclusive for the reported fracture issue as the type of break/fracture is not determinable from the provided medical image and from the provided photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent for a port placement procedure using powerport isp MRI 6f chronw/os. It was reported that one year and seven months post a port placement in the right subclavian vein, the catheter allegedly fractured. It was further reported that catheter tip migrated to the inferior vena cava. However, the current status of the patient was unknown.